Manufacturer narrative:
The technician was unable to confirm the reported event. As the failure was not confirmed, and no components were identified which would cause or contribute to the reported failure, it is likely that the failure was external to this device.

Event description:
It was reported that during testing at the user facility, the core impaction drill would only run backwards. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that during testing at the user facility the core impaction drill would only run backwards. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.